Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a recent right ventricular (rv) lead integrity alert (lia) triggered for high rate-ns (hrns) episodes, sensing integrity counter (sic), and high/infinite impedance measurement. In addition, there was t-wave oversensing (twos) observed and a lead fracture was suspected, leading to loss of pacing. The rv lead was capped and replaced. Further review of past interrogation records indicated there was an rv lead integrity warning in (B)(6) 2015 for hrns and sic episodes. In addition, there had been evidence of rv undersensing and a lead noise alert. It was further reported through follow-up investigation that both rv and left ventricular (lv) leads had dislodged in 2015. Subsequently, the lv lead had exhibited non-capture and the patient received inappropriate shocks. A revision procedure had taken place to reposition the rv lead, and the lv lead was cut, capped and replaced at that time. No further patient complications have been reported as a result of this event.